Event description:
The following has been reported: biomed reported: 9x tubing set problems alerts over the course of the infusion. The nurse removed the tubing set and changed it to another pump and no further issues were noted. No patient harm a preliminary review identified the following issue: sensor hardware failure (dsps sensor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.